Event description:
The pump was returned for investigation. Evaluation revealed the display was faded and pink. This report is made based on results of investigation completed on 07/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: investigators performed rewind, load, and prime no alarms. Investigators inspected lead screw and motor drive assembly and there was no defect found. The display was faded and pink. (B)(6).